Event description:
Name of procedure: lap chole. Event description: during the lap chole procedure, two clip applier devices malfunctioned. The surgeon used the first clip applier and successfully applied three clips to the cystic duct. When he went to ligate the cystic artery, the device failed. He was pulling the clip applier trigger and it would not deploy a clip. He tried multiple times intraabdominally. He removed the clip applier and tried to use it outside of the patient. The tech tried to use it as well and it would randomly product a clip. I witnessed them using the clip applier correctly. Then they opened another ca500 device and it also malfunctioned. It would produce 1 clip maybe every second or third attempt. Additional information provided by an applied medical representative on 18sep2025: complaint [complaint number] (first clip applier). The clip was not loaded into the jaws. The model/size of the trocar used: applied medical 12mm zthread. Yes, the trigger could be easily and completely actuated. There was no resistance in trigger actuation. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. Intervention: opened another clip applier and completed the case. Patient status: fine.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap chole. Event description: during the lap chole procedure, two clip applier devices malfunctioned. The surgeon used the first clip applier and successfully applied three clips to the cystic duct. When he went to ligate the cystic artery, the device failed. He was pulling the clip applier trigger and it would not deploy a clip. He tried multiple times intraabdominally. He removed the clip applier and tried to use it outside of the patient. The tech tried to use it as well and it would randomly product a clip. I witnessed them using the clip applier correctly. Then they opened another ca500 device and it also malfunctioned. It would produce 1 clip maybe every second or third attempt. Additional information provided by an applied medical representative on 18sep2025: complaint [complaint number] (first clip applier) the clip was not loaded into the jaws. The model/size of the trocar used: applied medical 12mm zthread yes, the trigger could be easily and completely actuated. There was no resistance in trigger actuation. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. Intervention: opened another clip applier and completed the case. Patient status: fine.